Event description:
It was reported that coating issue occurred. A 182cm choice guidewire was selected for use. However, it was noted that the guidewire had an exposed portion of the radiopaque part of the device causes discontinuity in covering.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.